Event description:
Caller reportedly received the following results on an mobile meter, compared to a professional meter, within 10 minutes: 14.0 mmol/l (mobile) and 6.0 mmol/l (doctor's meter). Test cassette is no longer available. No death or serious injury reported. Requested return of meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.